Manufacturer narrative:
Investigation summary bd received 20 samples for investigation. The samples were evaluated by draw volume testing and the indicated failure mode for underfill with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA) 260774.

Event description:
It was reported during use the bd vacutainer® edta 2k experienced underfill or low draw of tube with blood. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated ¿some tubes didn't draw enough volume of blood." The customer is asking for replacement of tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® edta 2k experienced underfill or low draw of tube with blood. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated ¿some tubes didn't draw enough volume of blood." The customer is asking for replacement of tubes.